Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was returned for analysis the stent was damaged on the proximal section of the stent, with stent struts bunched and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found multiple kinks along several locations along the extrusion shaft. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 10-jul-2020. It was reported that failure to cross the lesion occurred. The 94% stenosed, 2.5x25mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.50x24mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.